Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the locking ring on 44mm cup did not move freely after the insertion of liner. The surgeon then attempted to implant 43mm components but was unsuccessful. Surgery was completed with a 45mm cup.